Event description:
Monitor failed to alarm while pt was in ventricular tachycardia. The customer reports the pt associated with this event expired approx 4 hrs after the monitor allegedly failed to alarm.